Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's one lead had migrated. The issue was confirmed via x-rays. The other lead, while still functional, was not providing adequate coverage. As such, the patient underwent surgical intervention where both the leads were replaced and therapy restored effectively.